Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 6/14/2019. Device returned to manufacturer: yes. Device evaluation: the returning sample was received in a plastic bag and lens case. A visual inspection was performed to the product received. The following were the findings during the evaluation of the sample: loose particle was observed in the lens surface (body). Based on the visual evaluation of the returned unit, it could not be determined that the cause of the issue reported is related to the manufacturing process. There are indications the unit was handled and prepared for lens insertion at the surgical stage. A product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional investigations request for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). No patient involvement. If explanted; give date: n/a (not applicable). No patient involvement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a speck was observed on a zlb00 intraocular lens (iol) during product handling. There was no patient involvement. No further information was provided.